Event description:
Event verbatim [preferred term] it has caused burns and blisters [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. This female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date at an unspecified frequency for neck pain. The patient's medical history and concomitant medications were not reported. The patient reported, "used your product for my neck pain and it has caused burns and blisters." The action taken and event outcome were unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event "it has caused burns and blisters" as described is serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event "it has caused burns and blisters" as described is serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] it has caused burns and blisters [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. This female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), lot number: s41948, expiration date: apr2020, from an unspecified date at an unspecified frequency for neck pain. The patient's medical history and concomitant medications were not reported. The patient reported, "used your product for my neck pain and it has caused burns and blisters." The action taken and event outcome were unknown. According to the reporting consumer the device was not available to be returned for evaluation. Additional information has been requested and will be provided as it becomes available. Follow-up (12oct2017): new information received from product quality complaint group included: device lot number and expiration date, the device was not available to be returned for evaluation. Company clinical evaluation comment: based on the information provided, the event "it has caused burns and blisters" as described is serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event "it has caused burns and blisters" as described is serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer states he received "caused burns and blisters" from using a wrap. The cause of the "burns and blisters" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] it has caused burns and blisters [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. This female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), lot number: s41948, expiration date: apr2020, from an unspecified date at an unspecified frequency for neck pain. The patient's medical history and concomitant medications were not reported. The patient reported, "used your product for my neck pain and it has caused burns and blisters." The action taken and event outcome were unknown. According to the reporting consumer the device was not available to be returned for evaluation. Product quality investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer states he received "caused burns and blisters" from using a wrap. The cause of the "burns and blisters" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (12oct2017): new information received from product quality complaint group included: device lot number and expiration date, the device was not available to be returned for evaluation. Follow-up (01dec2017): new information received from product quality complaints included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the event "it has caused burns and blisters" as described is serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event "it has caused burns and blisters" as described is serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.